Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an extrusion of the receiver/stimulator. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: the previous MDR submitted on october 19, 2023 was filed inadvertently. No infection had occurred.

Event description:
Per the clinic, there was an infection.